Event description:
Related manufacturer reference number: 2916596-2021-03819 and 2916596-2021-05727. Additional information reported that the patient was found expired on (B)(6) 2021. It was unclear if it was the patient or the paramedics who found him that had attempted to reconnect the driveline.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined. Additionally, review of the log files retrieved from the returned system controller (serial number (B)(6)) revealed pump stops which appeared to be associated with driveline disconnect events. A specific cause for the driveline disconnects could not be conclusively determined through this evaluation. The account reported that the patient had expired at his home and was found by the nurse on (B)(6) 2021. The system controller had active driveline disconnected alarms and upon further observation of the driveline and controller, it was confirmed that the driveline was wrongly inserted into the controller, as the arrows were not aligned. (B)(6) was returned assembled with the pump cable intact. The modular cable was returned properly attached at the pump cable inline connector. A large amount of native tissue was returned adhered to the apical cuff and surrounding the sealed outflow cannula. Approximately 1¿ of the sealed outflow graft was returned attached to the pump cover outlet port. The remainder of the graft material was not returned. The sealed outflow graft bend relief had been severed at its hardware and was returned engaged to the graft attachment. The remainder of the bend relief material was not returned. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the textured, blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files were retrieved from (B)(6). Evaluation of the lvad event log file captured the pump functioning as intended through 28jun2021. A software reset event was captured at 10:33:12 on (B)(6) 2021 which was consistent with the reconnection of the driveline to the controller observed in the retrieved controller event log file from (B)(6). (B)(6)was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24nov2015. The heartmate 3 lvas instructions for use (IFU), rev. G and the heartmate 3 patient handbook, rev. G are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 5 of the IFU, ¿surgical procedures¿, cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 of the IFU, ¿patient care and management¿, cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 of the IFU, ¿alarms and troubleshooting¿, provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 of the IFU, ¿equipment storage and care¿, states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook, ¿living with the heartmate iii¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 of the patient handbook, ¿alarms and troubleshooting¿, cautions the user not to twist, kink, or sharply bend the driveline. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a nurse found the patient expired in their residence. The system controller had driveline disconnect alarms. After observing the driveline and controller, it was confirmed that the driveline was wrongly inserted in the controller (the arrows did not align). Related manufacturer's report number 2916596-2021-03819.